Manufacturer narrative:
Pump received with cracked and bleeding lcd. Unable to perform all functional testing including the displacement, operating currents, restart error test, rewind, basic occlusion, occlusion, prime and system sensor and excessive no delivery test due to cracked bleeding lcd. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is damaged. Customer's blood glucose was 91mg/dl at the time of incident. Troubleshooting found that the pump is cracked along the display screen. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.